Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests due to motor error alarm. The insulin pump had cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer reported that they received a no delivery alarm and motor error alarm. The customer's blood glucose was 43 mg/dl at the time of incident. The customer's blood glucose was 266 mg/dl at the time of call. The customer stated that they treated the low blood glucose with food. The customer stated that the no delivery alarm was resolved by a complete set change. The customer stated that they were able to rewind the insulin pump. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The insulin pump will be returned for analysis.